Manufacturer narrative:
As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
The patient reported, that he had an initial left hip arthroplasty on (B)(6) 2006 of an unknown hip implant. Subsequently, the patient is scheduled to be revised on (B)(6) 2016 due to high ion metals, unable to walk without crutches and fractured stem. To date it is unknown if the revision surgery has actually taken place or not.

Manufacturer narrative:
Investigation results were made available. Trend analysis: n/a as no item number was available. Device history records (DHR): the DHR check could not be performed as the lot number was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: it was reported that the patient had an initial left hip arthroplasty on (B)(6) 2006. Subsequently, the patient was scheduled to be revised on (B)(6) 2016 due to high ion metals, unable to walk without crutches and fractured stem. However, no information regarding the revision surgery was received even though it has been requested three times. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: no ref and lot number of the products were available. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore, the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer biomet implant and is continuously monitored and updated. Conclusion summary: based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined a medwatch report should not have been filed under the current manufacturer as the product is not winterthur design control.

Event description:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed under the current manufacturer as the product is not winterthur design control.